Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an occlusion alarm occurred. During a pump system check, a new cartridge was loaded, and a minimum fill notification was received and a pump air leak was detected. The customers blood glucose level was 104 mg/dl. A replacement pump was sent to the customer to resolve the issue, the customer will use manual dose injection for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue was verified; additionally, fluid ingress was identified.